Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation did not duplicate a complete loss of image. However, the evaluation found that the image was tilted and would flicker, and was intermittent when the bending section was angulated. The device failed the electrical insulation testing, and a crack was found in the distal end cover. One of the light guide lenses was also cracked. The cause of the image loss was likely the result of a damaged charge coupled display (ccd) unit caused by physical damage to the colonovideoscope. The device was serviced and returned to the user facility. The pcf-160al advises users to inspect the device prior to each use, and to not use the device if any anomalies are detected. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported to have experienced a complete loss of image during a colonoscopy. The procedure was reportedly stopped, as the users did not have a spare colonoscopy available at the time, however, the procedure was completed later in the same day. There were no complications experienced and the patient was said to be fine following the completion of the procedures.